Event description:
It was reported by the patient that his wife found him unconscious and sweating in bed around 2 am and call 911. The date of occurrence was not provided. He was subsequently admitted to the hospital. Blood glucose levels had declined to 17 mg/dl. He stated when the controller was looked at, it showed he had 46 units of iob. Patient reported he had not given himself any insulin as he was in bed, and stated the pump had given the bolus to him on its own. He stated every time the pump switches from automated to manual mode like when he changes his sensor it gives him a "massive" amount of insulin without any user interaction. He was treated with IV dextrose at the hospital and discharged a day later. The device has been returned for investigation.

Manufacturer narrative:
In the case description, the user mentioned receiving larger than expected boluses. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of unexpected bolus increases. The audit log files showed that the majority of boluses delivered were manual boluses, not based on carb or blood glucose entries. The engineering log files show that the total bolus text was manually adjusted one character at a time, as expected for manual boluses. These amounts were confirmed and started through interaction with the controller. The patient history buffer confirmed that the pulses delivered for each bolus matched the expectation based on the volume entered. No evidence of an over delivery of insulin was observed in the available log files. Cloud - locked down/smartphone lockdown, cloud - omnipod 5 software app version 3.1.1, cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06, cloud - smartphone hardware n5004l, cloud - cgm sensor type g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.